Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the pacemaker (pm) showed that the battery was at elective replacement but no alert was triggered. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout the procedure.

Event description:
Additional information received indicated that the pacemaker (pm) was explanted and replaced. The patient was stable throughout the procedure.

Event description:
Additional information received indicated that the pacemaker (pm) was not explanted and replaced.

Manufacturer narrative:
The reported event of tactile prompts/feedback was confirmed. The pacer was received with battery voltage at end of life (eol). Elective replacement indicator (eri) was not triggered when battery reached eri levels due to the appropriate programming settings of the eri and eol trims which was determined to be the cause of the reported event.